Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6.1 was failed and required maintenance. Customer tried to reboot and restart the station, but issue was not resolved. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed the issue was resolved by a third-party contractor (limited information available). Noted the issue was recurring; the pyxibus module controller (pmc) was replaced a second time with no change. After testing, the drawer operated intermittently and failed after repeated open/close cycles. Replaced the retractor band assembly to resolve the issue. Additionally fse tested in application and customer was able to access storage space without issue. The system functioned as intended after the field service engineer inspected the device.